Manufacturer narrative:
The t:slim g4 user guide states: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. Leaks around the luer-lock connection can result in under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the load process was performed, drops were not seen from the tubing during the fill tubing step. The customer stated that fill tubing had been performed with over 35u. There was no impact to the customers blood glucose level. During troubleshooting with tandem technical support, the customer was instructed to check the luer lock connection and was able to see insulin at the end of tubing.